Event description:
It was reported to boston scientific corporation, that an endovive safety peg kits push method was used during a peg placement procedure (male patient; weight is unknown). According to the doctor, when placing the feeding tube the bolus came right through the skin. The doctor stated â¿¿the bolus is too soft". Reportedly, a second attempt was successful placing this feeding tube. The patient experienced fever and pneumoperitoneum after the procedure, but received no serious injury. The complainant reports that the patient permanently resides in the hospital and is stable at this time.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.